Event description:
It was reported that during the procedure, when attempting to advance a 3.5x23 xience v rx stent delivery system (sds) into an unspecified guiding catheter, the sds failed to cross due to device interaction and the stent dislodged while inside of the guiding catheter prior to reaching patient anatomy; slight resistance had also been felt against the bmw guide wire while advancing the sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Difficulty to position the device with the guide wire and stent dislodgement were confirmed. Based on a visual, dimensional, and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.